Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery on their insulin pump. Customer's blood glucose level was 102mg/dl. The customer states that they cannot get insulin to go through the tubing. Troubleshooting was conducted. The issue was resolved with a reservoir change. The customer was advised to return the reservoir, and a replacement would be sent out.